Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. The stapler logs show the sureform 30 stapler instrument was installed on the system 1 time and fired 1 sureform 30 white reload. On the only install, the first clamp was successful, and the firing was completed with 5 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted left nephrectomy procedure, the surgeon fired a sureform 30 white reload with a sureform 30 stapler instrument across the left renal artery and an incomplete staple line was produced. During the firing sequence, the stapler instrument stopped and paused for compression multiple times. No other error messages were produced. After the firing sequence was complete and the stapler instrument was unclamped, brisk arterial bleeding from the arterial stump was observed. The surgeon used a fenestrated bipolar forceps (fbf) instrument to grasp the arterial stump. A robotic clip applier instrument was used to apply a weck clip between the aorta and the fbf instrument, which stopped the bleeding. A gortex suture was then applied above the weck clip to ensure hemostasis. The procedure was completed robotically and the blood loss was minimal. The patient is reported to be recovering well.